Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corp that an advantage fit transvaginal system was used during a mid-urethral sling procedure. (B)(6). According to the complainant, during the procedure, the physician could not get the trocar to "come above the pubic symphysis" and that it kept bending. The procedure was completed with a different device. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine."